Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy pacemaker (crt-p) when the device atrial output was programmed to the lowest amplitude the electrocardiogram showed a pacing spike. It was also reported that the pacing spike became bigger when the ra pacing vector was re-programmed from bi-polar to uni-polar. Diagnostic testing/troubleshooting was performed. The crt-p remains in use. No patient complications have been reported as a result of this event.